Event description:
New information received notes no procedure had been scheduled so far. The patient was stable before, during and after programming adjustments.

Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing and high defibrillation impedance. Programming changes were performed and the patient was scheduled for surgery. The patient was in stable condition.